Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 90 units of insulin during the load sequence. During troubleshooting it was found that the customer was not following proper air removal steps. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level.